Manufacturer narrative:
Date rec¿d by MFR : 14mar2019. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The fse calibrated the touchscreen and the issue was resolved. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 05march2019. Reporter phone number unknown.a follow-up report will be submitted once the investigation is completed.

Event description:
It was reported that the unit had a touchscreen failure. It is unknown if the device was in use at the time of the event; however, there was no patient harm reported. The event date was not specified; estimate used.